Event description:
It was reported that that during routine follow-up six months post implant this left ventricular (lv) lead has observations of loss of capture. A chest x-ray was performed and confirmed that the lv lead had dislodged and was in the device pocket. An additional procedure was performed where a new lv lead was implanted in a different lateral vein that appeared to be more stable. This lead was disposed of during that procedure and was not expected to be returned to the manufacturer for analysis. No additional adverse patient effects were reported.